Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the p waves have gradually declined since implant, atrial sensitivity had been programmed due to problems with far field r wave sensing, and now the lead is showing intermittent atrial undersensing. It was also reported that the ventricular lead had low sensing values. Both leads remain in use. No patient complications were reported as a result of this event.